Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for cancer chemotherapy. It was reported that when the patient was being refilled on (B)(6) 2022, they were expecting 2.1 ml of drugs left in the pump reservoir but they pulled out 22 ml. A factor that may have led or contributed to the issue was believed to be that whoever refilled the pump the prior time must have not withdrawn the residual. They plan to look back through refill reports to try to figure out what happened. Dye study will also be performed. No other actions were done at this time. The issue was not resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.